Event description:
Medtronic received a report that an apollo catheter ruptured in the middle section. The patient was undergoing surgery for treatment of arteriovenous malformation. It was noted the patient's vessel tortuosity was moderate. The access vessel was the left internal carotid artery with a diameter of 4.4mm. It was reported that while injecting onyx 18, leakage was seen from the catheter. The catheter was ruptured (intact). There was no friction or difficulty during delivery. Aside from the rupture, was there was no other damage to the catheter. The injection rate was 0.1ml per minute. A new apollo 1.5 cm was taken and the procedure was completed. The reported device and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a neuron max sheath, neuron guide catheter, and mirage guidewire.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the cause of the rupture was not determined. There was no significant resistance upon injection of the liquid embolic agent into the apollo catheter. The physician paused during the injection when reflux occurred, but the injection rate was followed as indicated in the IFU. The liquid embolic agent did not get embedded in an unintended location. The event did not require any additional medical intervention. The patient is recovering well following the procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.